Manufacturer narrative:
The lens was returned dry in a mini centrifuge vial. Visual inspection of the returned product found the lens curved. There was evidence of red and white residue on the lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -07.00 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op condition was: ucva - 20/30 +2 (will improve), corneal edema will resolve, and intraocular pressure (iop) was normal .